Manufacturer narrative:
Visual inspection: in the first step of our investigations an optical control is carried out. It is checked whether any defects, deformations or other noticeable irregularities can be identified. Permeability test: to proof the penetrability of the valves we have carried out penetrability tests. These tests are carried out at a calculated hydrostatic high (open pressure of the valves + 30 cmh2o) in horizontal direction of flow. Computer controlled test: to investigate the claim of under-drainage, the opening pressure of the prosa and progav valve is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Adjustment test: the adjustment test is used to ensure that the prosa and progav can be adjusted to all pressure levels. The tests are carried out with the standard prosa and progav check-mate and measurement tool. Results: first, we would like to point out in advance that the product sent in was not immersed in liquid at the time of delivery. The testing of valves sent in dry is only of limited significance. The product properties can be influenced by dry residues of cerebrospinal fluid or blood. Nevertheless, we have examined the valve. A slight deformation of the outer housing of the prosa valve was observed through the visual inspection. The optical inspection of the progav could not detect any deformation or other visible defects. Using a dial gauge, the deformation of the housing surface on the prosa valve could be confirmed. In addition, we have also tested the housing surface of the progav valve. A slight deformation of the housing surface can also be proven here. Next we tested the permeability of the valves. Both valves were shown to be permeable. The test bench measurement showed that the prosa worked in the reference flow range of 20 ml/hr in the vertical body position with a value of 15.08 cmh2o within the permissible tolerance (permissible tolerance 10 cmh2o to 25 cmh2o). Furthermore, the progav passed the standard test in the horizontal body position. The measurement showed that the progav worked reliably in the reference flow range of 20 ml/hr in the horizontal body position with a value of 13.51 cmh2o within the permissible tolerance (permissible tolerance 11 cmh2o ± 3 cmh2o). Additionally, we tested the adjustability as well as the brake functionality and brake force of the prosa and progav. The prosa valve operated as expected and met all specifications. The progav valve, however, could only be adjusted between 0 and 19 cmh2o. The braking function and braking force met the required specification. Finally, we have dismantled both valves. Inside both valves we have found slight build-up of substances (likely protein). Based on our examination results, we cannot confirm the suspicion of "underdrainage" at the time of our examination. However, we suspect that the deposits found inside the valves may have temporarily led to the functional impairment. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that there was a problem with a prosa shuntsystem. The reporter suspected an underdrainage. Patient information: age : (B)(6) years. Weight: (B)(6) kg. Hight: 184 cm. Gender: unknown. Implantation date - 2017. Explantation date - (B)(6) 2020.